Manufacturer narrative:
Visual inspection confirms that the distal hexalobe of component has completely sheared off. This is likely a result of excessive force applied during screw insertion. A review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver was discovered broken off after a case. The tip was not left in the patient.